Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's right ventricular lead exhibited no ventricular capture in bipolar or unipolar modes. Capping and replacing of the lead was discussed, but not performed. The patient was stable.

Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the event.